Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was over 426 mg/dl. The customer treated with the manual injection. The customer reported that there was no delivery alarm. Troubleshooting was declined for high blood glucose because she was already treated and will monitor her carbs and blood glucose carefully and performed for insulin flow blocked alarm. Customer states the insulin exited. The device will not be returned for analysis.